Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely. As customer was therefore unable to monitor glucose via sensor scan, he reported his blood glucose "was too high" and he experienced a loss of consciousness. The customer indicated he was able to self-treat with insulin, provided by third-party, after re-gaining consciousness. There was no report of death or permanent injury associated with this event.